Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 15.5 mmol/l (279 mg/dl) between 5 and 24 hours of wearing the pod. An issue was reported with an omnipod used on the patient during the night. Their bg levels were very high and upon waking, leaking was observed around the pod despite the adhesive being secure. The reporter stated that upon removal of the pod, the cannula was not inserted in the skin and appeared damaged. The pod site was also reported to be a bit irritated and itchy. The reporter suspected sweat and recent swimming might have contributed. The patient¿s bg levels improved after changing to a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.